Manufacturer narrative:
No product non-conformance was identified through the course of the investigation. Based on the CT values generated, the samples in question could be at or near the limit of detection (lod) of the test. Additionally, the complaint kit lot was tested and results met specifications. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s "reasonably suggests" requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from (B)(6), alleged weak false positive results across a series of runs with cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 system when compared to results repeated on the same system. When these samples were repeated on the same system negative results were generated. Although requested no specific sample ID¿s for the false positive results being alleged could be provided, so analysis of the specific samples could not be performed. However, based on the problem description, the customer indicated that the samples on run batches 926 to 952 generated weak positive results with CT values ranging from 36-39. It is unknown if these CT values were generated for target 1 or target 2. However, these CT values are late and would correspond to samples near the limit of detection (lod) of the assay as per table: lod determination using USA-wa1/2020 strain in the method sheet, and tend to have results wavering between positive and negative during repeat. It is unknown if the results were reported out. No harm or injury was indicated. No product non-conformance was identified through the course of the investigation. Based on the CT values generated, the samples in question could be near the limit of detection (lod) of the test. Additionally, the complaint kit lot was tested and results met specifications.